Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, whose pump was still under warranty, received a replacement pump from technical support, and the customer will continue to use the current pump as backup therapy. Instructions were provided for returning the problematic pump, and the customer acknowledged and understood all steps.